Event description:
It was reported that during a procedure the reaming and measuring device broke. All pieces were retrieved and the procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed breakage on the reaming rod measuring device. The part also exhibited minor scuffmarks, discoloration, and indications of normal use. The locking device, which keeps the rod together with the connector appears to have snapped off the reverse side of the part, causing the locking mechanism to fail. There is an unknown root cause. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).